Manufacturer narrative:
Product investigation is in progress.

Event description:
Large blood clot came out (contained fluff), many blood clots-menstrual [abnormal menstrual clots]. (Large blood clot) came out and contained fluff. Vagina, tampon [foreign body in reproductive tract]. (Blood clot that came out) and contained fluff- device breakage [device breakage]. Case narrative: consumer reported via phone that fluff came out of her vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Large blood clot came out (contained fluff), many blood clots-menstrual [abnormal menstrual clots] (large blood clot) came out and contained fluff.- vagina, tampon [foreign body in reproductive tract] (blood clot that came out) and contained fluff- device breakage [device breakage] case narrative: consumer reported via phone that fluff came out of her vagina. No serious injury reported.